Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that routine technical inspection revealed a white inactive line of the system controller display. The damaged controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a line in the liquid crystal display (lcd) was confirmed. The system controller, serial number (B)(6), was returned for analysis. The submitted log files and log files downloaded from the returned controller were reviewed and found to be unremarkable. The controller operated the pump within the expected range without issue prior to the driveline being disconnected to exchange the controller. The controller was noted to have a vertical white line in the lcd. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The lines in the lcd did not prevent information from being displayed or read from the display. The lcd was replaced and the issue resolved, isolating the issue to the lcd itself. The reported event was determined to be due to a damaged lcd screen; however, a further root cause for the lcd damage could not be conclusively determined through this analysis. Incidental findings: damaged power cables, damaged housing of the controller, worn locking markings on the power cables the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.